Manufacturer narrative:
On 8/30/2019, the product investigation was updated. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Reason for device explant and/or reoperation: deflation. Concomitant medical products: 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 149152. On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. This complaint was assessed as not MDR reportable. In addition, based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number ip-00425548/1-yfxh5j. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast prosthesis implantation procedure with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation, post-operatively. As a result, the patient underwent removal on (B)(6) 2018. This report contains supplemental information for mentor asr reference number ip-00425548/1-yfxh5j.